Manufacturer narrative:
Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. Isi received the fenestrated bipolar forceps instrument involved with this reported event. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. Broken material, approximately 0.60" x 0.21", was returned the customer. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. System log investigation: a review of the instrument log (attached) for the fenestrated bipolar forceps (471205-17/n14200615-0046) associated with this event has been performed. Per logs, the fenestrated bipolar forceps (471205-17/n14200615-0046) was last used on (B)(6) 2021 on system sk0073. The instrument had 2 lives remaining.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, one side of the instrument jaw of the 8mm fenestrated bipolar forceps broke off and separated from the instrument and fell inside the patient¿s abdomen. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.